Event description:
It was reported that there was an alert observed for high out of range (orr) pace impedance greater than 2000 ohms on right atrial (ra) channel of this pacemaker system. This resulted in a signal artifact monitor (sam) episode and a lead safety switch (lss) which automatically switched the ra lead from the bipolar to the unipolar configuration. The ra lead is not a boston scientific (bsc) product. The atrial impedance trend shows intermittently high impedance spikes. In addition, it was noted that there have been several events following the lss which shows ra noise that was oversensed as atrial tachy response (atr) episodes and resulted in some inappropriate ventricular pacing. Bsc technical services (ts) indicated they suspected this is a spring contact issue with the bsc device and non-bsc ra lead. Ts provided guidance to the bsc representative to check the ra lead and to consider programming the ra pacing to the unipolar configuration and sensing to the bipolar configuration. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that there was an alert observed for high out of range (orr) pace impedance greater than 2000 ohms on right atrial (ra) channel of this pacemaker system. This resulted in a signal artifact monitor (sam) episode and a lead safety switch (lss) which automatically switched the ra lead from the bipolar to the unipolar configuration. The ra lead is not a boston scientific (bsc) product. The atrial impedance trend shows intermittently high impedance spikes. In addition, it was noted that there have been several events following the lss which shows ra noise that was oversensed as atrial tachy response (atr) episodes and resulted in some inappropriate ventricular pacing. Bsc technical services (ts) indicated they suspected this is a spring contact issue with the bsc device and non-bsc ra lead. Ts provided guidance to the bsc representative to check the ra lead and to consider programming the ra pacing to the unipolar configuration and sensing to the bipolar configuration. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.